Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between may 29-30, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was fluid inside the bag which contained the device which suggested a leak may have occurred. It was also observed that the tubing was separated from the flow restrictor at the solvent bonded junction which would have caused the leak. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked when the flow restrictor was ripped off. The issue was noticed during unpacking before patient use. There was no patient involvement. No additional information is available.